Event description:
After termination from cpb (cardiopulmonary bypass), a 40cc iabp catheter was placed under tee (transesophageal echocardiography) guidance. The balloon was initiated; however, fill support was not achieved and the balloon could be visualized not full inflating. This is a known issue with the FDA, though affected lot numbers have not been recalled. The 40cc catheter was removed and another catheter was placed to provide support.